Manufacturer narrative:
The device used in the incident has not been returned for eval. Three potential lot numbers were cited that the site had purchased. Without the product involved with the incident or a specific lot number, no conclusion can be drawn.

Event description:
A report was received that during the first suction, the catheter came off from the cone adapter. The report stated that there was no pt injury or medical intervention. Kimberly-clark has no independent knowledge of the event reported above but is relaying the info that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.